Event description:
It was reported that the patient presented remotely via merlin.net. Transmission revealed that the implantable cardiac monitor was sending multiple false pause episode due to under-sensing. Programming changes were made. Patient status was not known.